Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that a needle 23x1-1/4 eclipse smartslip had the safety mechanism difficult to engage during use. The following was reported by the initial reporter: "smartslip hinders their view and they have had needle injury activating safety mechanism with index finger."